Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on (B)(6) 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and performed to specification up until the (B)(6) 2017. The device records multiple manual power ons, mainly of ten minutes duration, between the (B)(6) 2017 and the (B)(6) 2017. The device passed the weekly auto self-test on the (B)(6) 2017. No further log entries were recorded prior to receipt at heartsine. The device was disassembled to investigate. After further investigation the reported fault was found to be caused by membrane failure due to corrosion. Despite no measurable fault, due to the evidence of corrosion observed throughout the device, it is reasonable to conclude that this had caused the device to switch itself automatically. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.